Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The load cell characterization test procedure failed, revealing that load cell #2 was malfunctioning. The root cause of the ua07 was the failed load cell #2, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in june 2015 and is over 8 years old, beyond its expected service life of 5 years. Upon visual inspection, it was observed that there was a hole in the load plate cover that would affect the watertight seal, unrelated to the noted issue. The likely root cause for this physical damage is user mishandling. The load plate cover was replaced to address the problem. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(6)) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.